Manufacturer narrative:
(B)(4). Neither the product nor applicable imaging films were returned to manufacturer for evaluation therefore we are unable to determine definitive cause of event.

Event description:
It was reported that patient underwent a surgical procedure due to adjacent level disc disease from previous pelvic fusion surgery. Post-op, non-union was observed. The patient complained of pain. Hence, a revision surgery was performed to replace the set screws that had backed out at t11 and t12. Set screws were reported to back out bilaterally at t11 and right t12. Left t12 set screw was still in screw head but was loose.

Manufacturer narrative:
Product analysis: "visual and microscopic examination identified ¿starburst¿ pattern on the set screw face, consistent with set screw back out. Visually, optically, and microscopically examined set screw rod interface surface. No damage identified to set screw thread crest or flanks. Break-off set screw node height found to be consistent with full tightening of set screw. Associated rod and mas not returned for analysis. Conclusion: after visual, optical and microscopic examination, no evidence was found that would suggest a defect in manufacturing implant; unable to determine root cause of the foregoing event from the available information."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.